Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. However, with the limited information and no images to review, we are unable to conclusively determine the cause for this report. Tachycardia is generally a result of known potential adverse effects per device instructions for use (IFU), such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. In addition, heart failure is listed in the device IFU under potential adverse events, and can be related to several factors (procedure, patient comorbidites, etc.). A relationship of the heart failure to the device or procedure could not be determined with the limited information available, though it is likely related to patient condition. Endocarditis cases that occur within two months after the procedure are known as early prosthetic-valve endocarditis and are usually acquired while the patient is in the hospital (nosocomial infection). These cases may also be due to introduction of the microorganism during the implant procedure (1). The explanted valve was returned to medtronic for evaluation. Upon receipt, the outflow aspect of the frame appeared slightly distorted; oval-shaped. The leaflets were excised and appeared to have been returned alongside the valve. Due to its receipt condition, leaflet orientation cannot be determined. Leaflet pieces were arbitrarily identified as leaflets #1, #2 and #3. Due to its receipt condition, coaptation cannot be assessed. All commissures appeared intact. All excised leaflets appeared thickened with vegetative growth. Vegetative host tissue observed on all 3 excised leaflets. In this case, the blood culture was positive for staphylococcus aureus. Medtronic, inc. Manufactures all their products per validated and released manufacturing processes and their devices meet all applicable manufacturing specifications prior to release for distribution. Additionally, medtronic has robust manufacturing controls in place for the prevention and surveillance of infective organisms associated with their devices prior to distribution. Sterilizing solution, used in the manufacturing process, has a rapid anti-microbial kill on the microbial flora. The tissue preparation process utilizes this sterilant solution to inactivate virus and other microorganisms including staphylococcus & streptococcus species. Based on the literature and review of manufacturing process controls, it is concluded that the prosthetic valve endocarditis can be caused by various procedural and patient related factors and is often not attributable to the manufacturing or sterilization processes of the actual implant device. Based on the above investigation, it is unlikely that the endocarditis was attributed to the device or the manufacturing process. The patient was treated with medication. Pericardial effusion is a known effect that can occur after cardiac procedures, but a conclusive cause could not be determined from the limited information available. In this case, it was reported that was trivial pericardial effusion. Conduction disturbances are known potential adverse effects per the device IFU. In this case, treated with temporary pacing. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, and a conclusive cause could not be determined from the limited information available. This event does not indicate device misuse or malfunction. The final diagnostic report from cv path was received. The bioprosthetic valve leaflets were histologically examined and the endocarditis was confirmed. Overall, the cv path report indicated thrombus with is flush with one of the leaflets, vegetation on another of the leaflets with bacterial colonies and fibrin deposition, and the third leaflet with minimal attached fibrin in one of the sections. Based on the above investigation, it is unlikely that the endocarditis was att ributed to the device or the manufacturing process. (1) mylonakis, e., and calderwood, s.b. Infective endocarditis in adults. New england journal of medicine. 345 (18). 1318-1330. Nov.1, 2001 updated h.6 - eval method, eval results and eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received in an explant kit, submerged in clear 0.2% glutaraldehyde solution. The outflow aspect of the frame was slightly distorted; oval-shaped. The leaflets were excised and were returned alongside the valve. Due to its receipt condition, leaflet orientation could not be determined. Leaflet pieces were arbitrarily identified as leaflets #1, #2 and #3. Due to its receipt condition, coaptation could not be assessed. All commissures were intact. All excised leaflets were thickened with vegetative growth. Vegetative host tissue was observed on all 3 excised leaflets. Conclusion: the investigation is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received from a third party analysis that reported vegetation on one of the leaflets and thrombus on one of the leaflets. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that 34 days following the valve implant, at the 30 day follow up visit, the mild paravalvular leak (pvl) with a gradient of 12 millimeter (mm) of mercury (hg) was reported on transthoracic echocardiogram (tte). Three days following, the patient presented to the emergency department with an altered mental state, fever, tachycardia and decompensated diastolic heart failure. Blood cultures were collected which revealed gram positive cocci in clusters. A tte was negative for vegetation. Broad spectrum antibiotics were started. The following day, blood cultures were positive for staph aureus, and antibiotics were continued. Two days after presenting to the emergency department, a tte revealed moderate pvl with a normal ejection fraction. No obvious vegetation was reported. A trivial pericardial effusion was reported. 1st degree atrio-ventricular (av) block and 2nd degree (av) block with ventricular escape beats and premature ventricular contraction (pvc)s were also reported. A temporary pacing wire was placed the following day. Additionally, despite broad spectrum antibiotics, blood cultures grew (B)(6). The patient continued to be confused and disoriented. A transesophageal echocardiogram (tee) performed revealed moderate pvl and thickening in the posterior aspect of the aortic root, near the side of the interatrial septum, however no vegetation was reported. New av block and left bundle branch block were reported post placement of temporary pacing wire. Per the physician, this evidence strongly suggested a paravalvular aortic root abscess. A redo aortic valve replacement (avr) was performed 41 days following the implant of the transcatheter valve. The transcatheter valve was explanted and replaced with a non-medtronic surgical bioprosthetic valve. Endocarditis was seen on the transcatheter valve struts intraoperatively. An abscessed area between the right and left coronary cusps was also reported, along with vegetation on the ventricular and anterior side of the posterior leaflet of the mitral valve. The abscessed area of the aortic valve and the vegetation from the mitral valve were sent to pathology along with the explanted valve. The final pathology report did not identify any fungal elements, acid-fast bacilli or anaerobes. Atrial fibrillation (afib) was reported post avr procedure and was treated with medication. Upon discharge, first degree ab block remained, and the temporary pacing wire was removed. Six weeks of intravenous antibiotics were prescribed. No additional adverse patient effects were reported. Product analysis: the device has been returned but the analysis is not complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product was discarded by the explant facility, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 41 days following the implant of this transcatheter bioprosthetic valve, the patient underwent open heart surgery to explant the valve. The explant was due to endocarditis. No additional adverse patient effects were reported.